Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 3004493922-2013-00871. The event was described as a broken hinge on a power chair when the correct issue was a broken headtube cap, (a dust cover cap) based on the replacement part ordered. This is a non-reportable event. This event would not cause any change in the performance of the device and is not likely to cause or contribute to a serious injury or death.

Event description:
Per provider, right hinge bracket is broken.